Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was inoperable due to having the scs ipg set onto a high stimulus setting. Surgical intervention took place where the ipg was explanted and replaced. Therapy was restored post procedure.

Manufacturer narrative:
A patient's ipg was inoperable due to having the scs ipg set onto a high stimulus setting was reported to abbott. As a result, the ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.